Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. Customer's sensor glucose reading was 65 mg/dl but her blood glucose level was 115 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The insulin pump alarmed calibration error and change sensor. The customer noticed blood at the site. The device was not returned.

Manufacturer narrative:
Analysis inspected one opened or used partial sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm insertion needle anomaly due to customer did not return insertion needle only sensor.